Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that his one touch ultra was reading inaccurately high and erratically. He tests 3-4 times per day and takes insulin r and n on a sliding scale (sliding scale not provided) and actos. Oaround 11-12 pm, the pt obtained "395 and 177 mg/dl" meter readings, performed within minutes of each other. The customer care advocate (cca) noted that the meter was correctly set to "mg/dl", an approved sample was used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference of the meter readings is 68%, which is greater than the expected value of 20% for precision testing. At the time of the tests, the pt did not have any symptoms of high or low blood glucose levels. He recalled taking 10 units of r and 45 units of n based on the "395 mg/dl" meter reading and did not eat anything afterwards. He reportedly does not usually eat at this time. A couple of hours later, he felt like he had low blood glucose levels with symptoms of sweating, weak, and felt like passing out. He stated that he was not coherent enough to test on his meter but he was able to call the emergency service (ems). When they arrived, the pt got a "61 mg/dl" on their meter and was treated with one tube of oral glucose. The ems took him to the hospital. His blood glucose was "71 mg/dl" on the emergency room's meter. During his 1-hour stay at the emergency room, he was treated with lunch along with another tube of oral glucose and reportedly obtained a "222 mg/dl." When he got home from the emergency room, he got a "166 mg/dl" on his meter and rested. This complaint is being reported because, the pt alleges he became hypoglycemic a "couple of hours" after taking his r and n insulin; the dosages were based on his "395 mg/dl" meter reading. In addition, the reported meter readings of "395 and 177 mg/dl" exceeded lifescan criteria of precision. The meter, test strips, and control solution were replaced.